Event description:
Allergan aesthetics received a report from a treatment provider that their coolsculpting unit leaked coolant. Patient safety was not impacted.

Manufacturer narrative:
Technical support confirmed leaking but was unable to determine the cause. The upper module was replaced, along with the o-rings on all the applicators and adapter. Based on the information currently available and technical review, although no adverse event was reported, there is the possibility of: skin irritation/ hypersensitivity, electric shock, thermal injury from hot or cold coolant, bruising from slip hazard, and fracture. To date there were no reports of above mentioned harms due to applicator coolant leaks. It can be concluded that the leakage of coolant from the failures identified pose low risks of discussed harms and moderate risk of fracture.

Manufacturer narrative:
Corrected data: b2, d1, d3, g1.

Event description:
Allergan aesthetics received a report from a treatment provider that their coolsculpting unit leaked coolant. Patient safety was not impacted.